Event description:
It was reported to philips the heartstart mrx presented sparks on the paddles when placed on the containers when user did the weekly operation test as indicated in the instructions for use. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the biomed was not able to duplicate the reported issue. The customer was provided a quote for repair but has not accepted it yet, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time.